Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood were observed. Only the loading device was returned. There were no non-conformances observed with the loading device. The position of the seal, the plunger and the slide lock could not be evaluated as the seal, the tension spring assembly and the delivery device were not returned. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure mode " failure to deploy". It was mentioned by the account manager that the users of the device are infrequent users and thus a training was scheduled for the staff and the surgeons to make them comfortable with the IFU.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.